Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken stylet wire was confirmed but the cause is unknown. The product returned for evaluation was a 3cg stylet. The magnetic region of the stylet appeared free of kinks and bends. The distal end of the stylet was detached and was not returned for evaluation. Microscopic examination of the break site revealed a slightly irregular break surface. The tubing was slightly elliptical in this region. As per the event description, an attempt was made to pull the stylet apart. The stylet had reportedly not broken during the clinical procedure. It is unknown the amount of tensile force that was applied to the stylet and/or if the stylet had been previously subjected to strong mechanical forces due to either a difficult placement or placement through a tortuous path. It is unknown if additional unknown factors contributed to this event. A review of manufacturing documents for this lot did not reveal any anomalies which could have contributed to this event. H3 other text : device evaluation findings are in the manufacturer's note.

Event description:
It was reported a triple lumen was placed on patient. It was stated the wire was checked and it pulled apart very easily with little effort. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refr2775 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported a triple lumen was placed on patient. It was stated the wire was checked and it pulled apart very easily with little effort. No other information was provided.